Event description:
Patient was implanted with pangea fixation (pelvis spinal fusion) on (B)(6) 2011. The patient complained of pain and was returned to operating room on (B)(6) 2011 for removal of hardware. The surgeon noted the rod had come out of the saddle of the screw on the left and the polyaxial head broke off of the bone screw on the right and the implants were sitting proud as a result. The surgeon removed the bottom portion of the construct and did not revise patient with any additional parts. This report is #7 of 7 for the same incident.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided.